Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the battery reamer device seized, jammed and moved heavily. It was further determined that the motor and control unit were defective. It was further determined that the device failed pre-tests for mode switch-test, check power at the motor with test bench. Min. 190 to 250 w, function test "fwd¿ and "rev¿, check trigger and ecu (electric control unit) function, functional test and check battery casing coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.